Manufacturer narrative:
Event date is unknown. Bsc became aware of this event on (B)(6) 2018. Therefore, an event date of (B)(6) 2018 was entered as a an unknown date occurring in the month of (B)(6) 2018.

Event description:
Reportable based on analysis completed on (B)(6) 2018. It was reported that failure to zero a pressure guidewire occurred. A comet pressure guidewire was used during a fractional flow reserve (ffr) procedure. During preparation of the device, the system would not zero with the comet wire connected. The procedure was completed with another of the same device. No patient complications were reported in relation to this event. However, device analysis revealed peeled coating. Device evaluated by manufacturer: the returned product consisted of a ffr comet pressure wire connected to the rfid cable. The tip, device shaft, sensor port and the coefficient values was examined for damage or any irregularities. The shaft showed 3 kinks. The 1st kink was located at 38cm from the tip. The 2nd kink was located 171cm from the tip and the 3rd kink was located 171.5cm from the tip. The tip showed some stretched coils. There was some minor coating peeled off the wire at the 171cm from the tip location. The comet wire was then connected to the ffr link for signal verification. The signal was present as designed. The sensor port showed no residue of body fluids. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The pressure wire was connected to the analysis support test bench and all applicable data was correct as designed, there was no difficulty in connecting the wire. The coefficient values were confirmed to be in specification.